Manufacturer narrative:
The automated impella controller (aic) was returned for evaluation. Upon evaluation of the console, it was confirmed persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When the console was booted, the alarms were consistent with what was seen in the field. Therefore, when visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. The cause of the failure mode was a defective battery. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a controller error. No resolution was specified, no patient involvement reported.